Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly and constant tone anomaly on the insulin pump. Customer¿s blood glucose level was 146 mg/dl. Troubleshooting for constant tone was performed. Customer replaced the battery and allowed the device to rest however the issues remained unresolved. Customer advised the keypad was unresponsive due to constant tone. Customer was advised to allow the insulin pump to rest and to replace the battery after two hours of rest.